Event description:
It was reported that the patient had not charged or used her ipg in over a year. Subsequently, the ipg became inoperable and the patient was without stimulation. As a result, the patient underwent surgical intervention where the ipg was removed and replaced with another model. The issue was resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.